Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with cracked bottom case by l-bracket and right plunger case. Event history log review was performed and found no evidence of reported problem. According to the investigation, the customer stated problem could not be verified after multiple flow and occlusion testing to for check clutch error. The investigation reported that the customer's reported issue of check clutch plunger error was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion. The problem source of the reported problem is user interface.

Event description:
Information was received that this smiths medical medfusion 4000 pump exhibited travel coarse error during motor drive occlusion testing. No reported adverse effects.